Event description:
The user facility reported that the impella 5.5 had frequent position unknown alarms and placement signal was disabled. Echocardiogram showed left ventricle measurement at 5cm at 42.5cm catheter position. Nurse thought that the team slightly repositioned during echocardiogram. Patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.